Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("over 1700 of them have removed the essure") and device dislocation ("during removal we can sometimes see that the coils are not placed well") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device deposit issue ("we can see that the coils are almost always calcified") and device physical property issue ("they do not feel flexible but hard as nails, the coils are encapsulated"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion medically important), pain ("women reported more often sharp pain / pain complaints"), adverse event ("more than 10% of the treated women in the netherlands has already reported problems / more complaints"), procedural pain ("sometimes women felt pain immediately after placement"), medical device discomfort ("some women can feel precisely where the coils are, then there is something more going on"), fatigue ("fatigue complaints"), arthropathy ("joint problems"), malaise ("sometimes they experience complete malaise"), abdominal pain upper ("pain in stomach"), back pain ("back pain"), arthralgia ("pain in the hips"), mental disorder ("mentally unstable"), fallopian tube disorder ("the fallopian tubes look bloated and unhealthy"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), amnesia ("memory loss") and hypersensitivity ("allergic reaction") and underwent medical device removal (seriousness criteria medically important and intervention required). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, adverse event, medical device removal, procedural pain, medical device discomfort, fatigue, arthropathy, malaise, device dislocation, abdominal pain upper, back pain, arthralgia, mental disorder, fallopian tube disorder, pelvic pain, genital haemorrhage, amnesia or hypersensitivity. The reporter commented: the case comes from an article in a newspaper which describes the problems concerning essure. The most recent follow-up information incorporated above includes data received on: 04-jul-2024: new events pelvic pain female, genital bleeding, memory loss & allergic reactions were added. Annex f codes updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("over 1700 of them have removed the essure") and device dislocation ("during removal we can sometimes see that the coils are not placed well") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device deposit issue ("we can see that the coils are almost always calcified") and device physical property issue ("they do not feel flexible but hard as nails, the coils are encapsulated"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion medically important), pain ("women reported more often sharp pain / pain complaints"), adverse event ("more than 10% of the treated women in the netherlands has already reported problems / more complaints"), procedural pain ("sometimes women felt pain immediately after placement"), medical device discomfort ("some women can feel precisely where the coils are, then there is something more going on"), fatigue ("fatigue complaints"), arthropathy ("joint problems"), malaise ("sometimes they experience complete malaise"), abdominal pain upper ("pain in stomach"), back pain ("back pain"), arthralgia ("pain in the hips"), mental disorder ("mentally unstable"), fallopian tube disorder ("the fallopian tubes look bloated and unhealthy"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), amnesia ("memory loss") and hypersensitivity ("allergic reaction") and underwent medical device removal (seriousness criteria medically important and intervention required). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, adverse event, medical device removal, procedural pain, medical device discomfort, fatigue, arthropathy, malaise, device dislocation, abdominal pain upper, back pain, arthralgia, mental disorder, fallopian tube disorder, pelvic pain, genital haemorrhage, amnesia or hypersensitivity. The reporter commented: the case comes from an article in a newspaper which describes the problems concerning essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jul-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("over (B)(4) of them have removed the essure") and device dislocation ("during removal we can sometimes see that the coils are not placed well") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deposit issue "we can see that the coils are almost always calcified" and device physical property issue "they do not feel flexible but hard as nails, the coils are encapsulated". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pain ("women reported more often sharp pain / pain complaints"), adverse event ("more than 10% of the treated women in the netherlands has already reported problems / more complaints"), procedural pain ("sometimes women felt pain immediately after placement"), medical device discomfort ("some women can feel precisely where the coils are, then there is something more going on"), fatigue ("fatigue complaints"), arthropathy ("joint problems"), malaise ("sometimes they experience complete malaise"), abdominal pain upper ("pain in stomach"), back pain ("back pain"), arthralgia ("pain in the hips"), mental disorder ("mentally unstable") and fallopian tube disorder ("the fallopian tubes look bloated and unhealthy"). At the time of the report, the medical device removal, device dislocation, pain, adverse event, procedural pain, medical device discomfort, fatigue, arthropathy, malaise, abdominal pain upper, back pain, arthralgia, mental disorder and fallopian tube disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adverse event, arthralgia, arthropathy, back pain, device dislocation, fallopian tube disorder, fatigue, malaise, medical device discomfort, medical device removal, mental disorder, pain and procedural pain with essure. The reporter commented: the case comes from an article in a newspaper which describes the problems concerning essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: medical device removal: n° 754 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the following events were added to the case: pain in stomach, back pain, pain in the hips, mentally unstable, the fallopian tubes look bloated and unhealthy and they do not feel flexible but hard as nails, the coils are encapsulated. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.